Manufacturer narrative:
A software analysis was initiated. The analysis was inconclusive and the issue was unable to be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The surgeon indicated that the most likely cause of the inaccuracy was the reference frame being moved after the spin.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue couldn't be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that during a mis lumbar fusion case after the o-arm spin the surgeon touched the perc pin and there was an inaccuracy of 1 mm in depth. The surgeon continued to navigate and when they checked again the inaccuracy had grown to 5 mm. The rep did not think the percutaneous frame or perc pin had moved at all. The surgeon decided to proceed with the case by using fluoro nav. The surgeon still used the imaging system to do a post spin to confirm placement. The issue resulted in a 20 minute delay, but no change in patient outcome.